Event description:
The patient was undergoing a resection of a lipoma at the base of the neck. The patient was receiving supplemental oxygen via a face mask. Drapes tented with crushed towels underneath. The cautery ignited the drapes. And the oxygen was turned off immediately. Patient sustained first and second degree burns to right side of face and to right shoulder. Patient was admitted to the hospital.